Event description:
It was reported that the charger for the ilet device intermittently failed to charge, and a replacement charging pad was shipped after the user was instructed on basic checks to verify charger function. Customer care provided support which included user troubleshooting guidance. Investigation of this case revealed an intermittent charging failure consistent with a suspected malfunction of the external charging pad. No clinical symptoms reported. Outcomes included no impact to health reported. It was concluded that a replacement of the suspected component was warranted and shipped to restore expected device support.